Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af284 lot number 85581 showed the guide wire luer was cracked. Smart chip verification showed that the no applications were performed on the catheter. Additionally, a performance test was able to be completed on the device. In conclusion, the reported broken luer issue was confirmed through product analysis. The reported balloon catheter failed the returned product inspection due to a broken luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer broke on balloon catheter. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.